Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. Upon investigation the electrode belt failed incoming testing. The trunk cable was cut, damaging wires in the cable. It was reported that the lifevest was cut off by paramedics. The root cause for cut cable was physical abuse from paramedics. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 05/13/2020, electrode belt: 05/06/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient's husband found the lifevest alarming and the patient unconscious. The patient's passing was cardiac related. It was reported that paramedics cut the lifevest from the patient.   It was also reported that the patient experienced an appropriate treatment event consisting of 11 shocks. At 15:27:22 on (B)(6) 2020 the patient experienced a treatment while the patient was in ventricular tachycardia (vt) at 270 bpm, and the post shock rhythm was sinus bradycardia at 50 bpm with motion artifact. Treatment 2 occurred at 15:29:33 while the patient was in ventricular fibrillation (vf), and the post-shock rhythm was sinus rhythm at 60 bpm with recurrent vf. The patient experienced treatments three, four, six, and ten at 15:30:54, 15:31:22, 15:33:30, and 15:37:57 and the patient's rhythm and post-shock rhythms was vf, the treatments were unable to convert the arrhythmia. Treatment five occurred at 15:31:48 when the patient's rhythm was vf and the post-shock rhythm was nine seconds of asystole transitioning to severe bradycardia/sinus rhythm from 10 bpm to 80 bpm with recurrent vf. Treatment seven occurred at 15:33:52 when the patient was in vf, and the post-shock rhythm was asystole with one sinus beat degrading to vt at 230 bpm degrading to vf. At 15:34:19 the patient experienced an eighth treatment while they were in vf, and the post-shock rhythm was sinus bradycardia at 30 bpm with a hb. Treatment nine was at 15:36:17 and the patient was in vf, and the post-shock rhythm was sinus bradycardia at 30 bpm with pvc's. The patient experienced an 11th treatment at 15:38:28 while the patient was in vf, and the post-shock rhythm was eight seconds of asystole transitioning to sinus bradycardia at 20 bpm with pvc's. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in an idioventricular rhythm at 20 bpm with pvc's degrading to asystole with CPR/motion artifact and electrode lead fall off from approximately 15:51:25 until the device shutdown at 17:02:46 on (B)(6) 2020. The response buttons not were pressed during the event. The patient passed on (B)(6) 2020 in the afternoon.